Manufacturer narrative:
(B)(4). The customer reported that the unit showed an error 4. There was no report of pt involvement. The unit was evaluated locally by a philips field service engineer and the failure was verified and further clarified as the unit failed to shock and there was an error code: 00001 and 90008 in service mode. The power pca was replaced to resolve this failure. The unit passed all post servicing testing and remains at the customer site.

Event description:
The customer reported that the unit showed an error 4. There was no report of pt involvement.